Event description:
The customer reported the mpm module on the dpm 6/7 monitor provided incorrect ECG readings. No pt injury was reported.

Manufacturer narrative:
The company service rep repaired the solder on the connectors. Calibrated and safety tested unit to factory specifications.